Event description:
It was reported when using the bd pyxis medstation system the hard drive was full.the customer stated that this malfunction occured while dispensing medication to the patient and caused a delay. The user managed to get medication from another station.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the hard drive was full. The field service engineer replaced the hard drive and configured everything on the drive to resolve this issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.